Event description:
It was reported that during an unknown procedure, the device was being used and the generator was displaying activation errors continuously. The device was removed to be cleaned, due to a heavy build up of debris. At one point they used a small scalpel blade to remove debris, but the device was not activated afterwards to ensure the blade was not broken. The device was closed and put through the trocar; at this point it was noticed the tip of the blade had broken off. The blade tip was found outside the patient. There were no unexpected noises heard. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence that the device had been used. The device was functionally tested with a generator. During functional testing on gen04, an error code 5 was displayed. A probable cause of the device stopping activating and displaying an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process.